Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced healing issues at the implant site as well as poor sound quality. On (B)(6) 2015 the patient underwent a procedure to have granulation tissue excised; as of report on (B)(6) 2015 the site is reportedly healing well. The implanted device remains.